Manufacturer narrative:
Covidien reference: (B)(4). The sample was returned for investigation. A visual examination of the returned product showed the shape of the tube had been altered and the tracheal cuff was stretched over the tracheal cuff notches. Further examination showed the both tracheal and bronchial cuffs contained air. The stylet wire was removed and air was removed from both cuffs. The stylet wire was replaced and both cuffs were inflated. Deflation was then tried and the tracheal cuff did not fully deflate. The bronchial cuff did fully deflate. The reported malfunction was verified in the tracheal cuff however the cuff had been altered prior to use. The manufacturing controls were review and found acceptable to identify the reported malfunction.

Event description:
It was reported that prior to patient use testing, the cuff of an endobronchial tube did not completely deflate. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4)